Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, wear abrasion, fold creases, around 0-25% of the shell is missing. A leak test was perform and were found five openings and broken shell. A microscopic analysis identified: five striated openings on anterior, posterior and radius side assessed as surgical damage and broken shell with striated edge on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated openings assessed as surgical damage, a broken shell with a striated edge assessed as surgical damage and a missing shell that was assessed as inconclusive. The reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Device has been explanted.